Event description:
A triple lumen vascular catheter separated on removal. The internal lumen migrated and became dislodged within the pt's vascular sys. Before it could be found and removed, the pt coded and expired after insertion of a quinton catheter and development of a pneumothorax.